Manufacturer narrative:
As per the customer, there have been no deviations or concerns or deficiencies in reprocessing. Precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using mh-948 air/water channel cleaning adapter. The device passed the leak test. The detergent used for manual cleaning was neogiozym. The brushed points were instrument/suction channel, suction cylinder, and instrument channel port. The automated reprocessor used was steelco. There were no defects in the reprocessor used. The detergent used was neodisher and disinfectant used was septopac. All channels were connected with tubes when the endoscope was setting up into the reprocessor. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with instructions for use. The device was not dried. The endoscope was stored in a drying cabinet. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, the biopsy/instrument/suction channel, air/water channel and auxiliary water channel was cultured and there was no bacterial detection. Overall, the results were in conformance with the requirements. Device evaluation anticipated; but not yet begun. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, the endoscope washer water was cultured and 19 colony forming units (cfu) per milliliter (ml) of revivable microorganism was identified. The total coliforms identified was 6 cfu/ml and total escherichia coli identified was 5 cfu/ml. The device was retested after two days and was negative for presence of klebsiella pneumoniae. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that the subject device was stored without drying after reprocessing by automatic endoscopic reprocessor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding device return and device evaluation findings. Please see updates to d8, d9, h3 and h10. The returned device was evaluated and there were few findings. The air/water cylinder and suction cylinder had no color. The plug unit had corrosion due to water leakage. Due to wear of angle wire, the play of up/down knob was out of the standard value. The distal end cover had a scratch. The adhesive around light guide lens had discoloration. Adhesive on bending section cover was detached. The universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provide by the user facility.